Event description:
The customer reported that a falsely depressed sodium (na) result was generated on a patient sample on the dimension exl 200 integrated chemistry system. The erroneous result was not reported to the physician(s). The sample was reprocessed on the same system and recovered higher than the initial result; however, the repeat result was considered erroneous. Then, the sample was repeated on a siemens blood gas instrument and recovered with the result of 138 mmol/l, which was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the depressed na results.

Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center and reported that falsely depressed sodium (na) results were generated on a patient sample on the dimension exl 200 integrated chemistry system. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse assisted the customer, and together, performed a precision study on quality controls (qc), which recovered acceptably. The cse replaced the sensor, performed a dilution check, applied a correction, and ran calibration and qcs, which recovered acceptably. The customer ran patient samples, which recovered as expected. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.